Event description:
New info received notes that the recommended programming changes were made, resolving the issue of oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that multiple episodes of non-sustained rv oversensing were observed on the ventricular channel due to myopotential oversensing. Programming changes were recommended.